Manufacturer narrative:
The product was processed and released according to the product¿s acceptance criteria. One opened probe was received. The returned sample was visually inspected and found to be non-conforming with dried white foreign material on the port face and along the probe needle. The sample was then functionally tested for actuation and cut. The sample was non-conforming for actuation. The cut functionality of the probe was unable to be tested due to the actuation failure. The sample was then disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. The cutter/coupling adhesive bond fillet was visually inspected and found to be conforming. Presence of adhesive was observed on the cutter. Significant resistance was felt when removing the inner cutter from the needle. Gouge marks were observed at the cutting edge and several other locations along the cutter. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The root cause for the actuation failure is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor to the actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. No action has been taken related to the reported event as it appears that the observed actuation failure was due to excessive use of the probe by the user. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that probe cutting failure had occurred sometime during surgery. The condition of aspiration and actuation is unknown. There's no patient harm. The surgery was completed after replacing the product with another one.